Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in doing so, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code reappeared, which the customer understood and acknowledged.